Event description:
A pt with crohn's disease receiving tpn had reported an over infusion. Total bag volume was 2100 ml. Total to be delivered was 2000 ml over 12 hours. Rate: 1 hour ramp up at 50 ml/hr and 1 hr ramp down at 50 ml/hr. Remaining volume 1900 ml to infuse over 10 hours at 190 ml/hr. After 10 hrs pump alarmed bag empty. There was no report of pt injury or medical intervention.